Event description:
It was reported that the pt underwent a pump replacement in (B) (6) 2010. The pt was subsequently hospitalized on (B) (6) 2010 with "medication filling up in his abdomen and a problem with spinal fluid". He experienced withdrawal; a catheter fractured had occurred. The cause of the fracture was unk. A catheter revision was performed. The pt was home at the time of this report; status reported to be "good" since the catheter revision.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that when the pump was implanted, the health care provider (hcp) inadvertently nicked the catheter with a scalpel. On (B)(6) 2010, the patient had a 'various like lump' on top of their abdomen, on top of the infusion pump. 'Cerebral fluid' was leaking from the catheter and on top of the pump. Seventy-two milliliters were pulled out that day; and per the patient, there was nothing there the day before. There was very little medication in the fluids that they pumped out. An x-ray revealed a hair line fracture of the catheter. The patient was hospitalized. Three days later, the day of the surgery, they pulled fifty-two milliliters of cerebral fluid out of the abdomen on top of the pump, prior to the catheter revision. There was a white haze around everything the patient saw. The pump was delivering dilaudid.